Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer that stuck, can open it and close it with force. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was obstructed, and it failed to open. The field service engineer (fse) had tested the drawer and found that the slides had dragged when half open or closed. The fse had resolved the issue by replacing the main 3.2 drawer, which had sticky slides. The fse had configured the replacement drawer using the pyxis application software, ensuring proper operation. The system functioned as intended after the field service engineer repaired the device.